Event description:
It was reported that during a laparoscopic lar the device was entered transanally and the trocar was inserted through the rectal stump. The surgeon attempted to touch the tip with the bovie and in doing so the device fired deploying staples and the knife blade retracted. It was removed and a new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.